Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received recurring insulin flow blocked alarm. The customer's blood glucose was 300 mg/dl. Customer states has received a insulin flow block alarm about 15 times today. Customer states that he doesn't think it is delivering at all. Customer states the tubing is not bent or kinked troubleshooting was performed for insulin flow block alarm and it did not resolved the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted.